Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue; alarm could not be cleared from the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continued use. The available black box showed no evidence of a call service 064 motor alarm. The alarm and pump history indicated an occlusion during prime which resulted in a call service 064 motor issue. The rewind, load, and prime steps, and 24 hour testing were performed successfully with no indication of a call service 064 alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.